Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report of incorrect cutting wire orientation. During the initial visual examination it was found that the shape of the catheter at the distal end is curved, thus no suggestion that the product had been manually formed. The cutting wire is fully intact and attached to the catheter tip and bowed with handle manipulation. The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. During our lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 2:00. (Appropriate orientation is approx 11:00 - 1:00 o'clock). The tip was then bowed and the cutting wire facing approx 10:00. (Appropriate orientation is approx 11:00 - 1:00 o'clock). A discrepancy or anomaly that could have contributed to this observation was not found during our lab analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation results: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise the handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual insp and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) a cook d.a.s.h. Dometip double lumen sphincterotome was prepped per the instructions for use. The device was then carefully advanced through the channel of the endoscope. When the device exited the distal end of the endoscope, the device angulated toward the 9 o'clock position. The device could not be manipulated into the correct position. A new device was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.